Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube would not deflate. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed as a device malfunction. A inflation/deflation test was performed and the unit inflated without any issue. An attempt made to deflate the returned unit failed. A visual inspection was performed and it was observed the shape of the tubing has been altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. The stylet wire was removed and the returned unit inflated/deflated three times without any issue. The reported defect could only be detected when the stylet wire is contained in the tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube would not deflate. Customer indicated there was no patient involvement with this event.